Manufacturer narrative:
The manufacturer previously reported a ventilator's f2s tubing was cleaned to address a ventilator inoperative alarm condition. The device's software was reloaded to address the ventilator inoperative alarm condition. The f2s tubing was cleaned only to address the contamination issue.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "ventilator inoperative" alarm condition was observed. The device's f2s tubing was found be blocked with dust. The contamination was removed to address the issue.